Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 10/23/2024. D4 batch #981c98. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the closing trigger closed and anvil in slightly opened position, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. In addition, a gst45w reload was received loaded into the device partially fired 1/10. The device opened without any difficulties noted. The device was dry fire and the knife come off and tangle through the joint cover and the articulation mechanism. After further evaluation, the articulation connector was noted to be broken. No functional test could be performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. As the device returned with the reload partially fired, with the anvil in the open position and the closure trigger in the closed position. This indicates that the device may have been manually manipulated to pried the jaws open. It appears that there was no attempt to use the reverse switch or manual bailout. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 981c98, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: doctor stated they were using a baxter strip for the first firing and the doctor thinks the tech jammed it to the back. They had to beat the device on the back table to get the device to un-jam. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the jaws would not open while in the patient. They tried to troubleshoot but it still would not work so they had to pull it out of the patient and the jaws still wouldn't open. No further information was provided. There were no adverse consequences reported.